Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by patient support regarding a call received, the patient's care advocate called in response to an implant card received for the patient and wanted to inform us that approximately 27 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient passed away. Per report, the death certificate states the cause of death was cardiac arrest, and severe aortic valve stenosis. The care advocate stated that, prior to tavr, the patient was on blood thinners for atrial fibrillation, insulin for diabetes, and medication for hypertension. The care advocate also reported that in january of this year, they were unable to place a watchman device due to the patient's appendage being too small, and that they think the aortic valve failed.

Manufacturer narrative:
Correction to h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection or functional testing. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for degeneration was unable to be confirmed due to unavailability of returned device/medical records/relevant imagery. A review of the device history report provided no indication that a manufacturing non-conformance would have contributed to the reported event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.